Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed a defective mainboard along with a loud inflow motor and a worn housing. The most likely cause for the found failures can be attributed to wear and tear.

Event description:
It was reported that the pump flow is too hard and consumes too much fluid. There was no harm for patient, operator or third party reported. This was noticed after the surgery. No further information received. (B)(6) 2022 update dw further information were provided that the reported event occurred during a surgery. (B)(6) 2022 update dw further information were provided that the surgeon experienced the reported issue that the pump provided a too high flow for a short amount auf time multiple times during multiple surgery but the surgeon continued to use the related pump. The surgeries could be finished successfully. No alarm or error message was displayed and a clamp test was performed.